Event description:
Mother reported the infusion device did not provide a w2 low battery warning before the e2 empty battery error on (B)(6) 2013. The infusion device also had high power consumption. The battery was changed on (B)(6) 2013, and the battery cover is new. She previously had to change the battery every 2-3 weeks. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. Based on the history analysis, the pump had high power consumption. A defective component in the power supply path led to a leakage current. Therefore, the battery had to be changed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user before the e2 "battery empty error" occurred.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.